Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm the motor position encoder error alarms due to erased history file. The motor may have had an intermittent failure that was not detected during our testing; the motor was tested outside the device and passed. The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.